Event description:
Pari brand "proneb turbo" compressors for aersolizing medications for in home use appear to have a serious overheating problem. Some units have melted their housing while others have overheated to the point of not being able to touch parts of the housing. The co tech svc has agreed, over the phone, that units do overheat but have not established any product recalls for units placed in customer homes.